Manufacturer narrative:
The customer called technical support to report that the stand was not secured to the bracket, and the thumbscrew was missing. The customer requested onsite service for repair. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp found that the thumbscrew screw and peg foot were missing and needed to be replaced. Because the bottom central processing unit (cpu) tray cover was damaged and had its screw/feet hole mounts ripped out, the asp replaced the rubber feet and cpu tray cover. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp found that the thumbscrew screw and peg foot were missing and needed to be replaced. The investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the stand was not secured to the bracket, and the thumbscrew was missing. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the stand was not secured to the bracket, and the thumbscrew was missing. The customer requested onsite service for repair. The investigation is ongoing.